Event description:
The customer called for help with her contour ts meter. She alleged that she received a control test result of 400 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer declined to troubleshoot over the phone or provide additional info. Replacement test strips and a new meter were sent to the customer. No product will be returned.